Manufacturer narrative:
The investigation is ongoing.

Event description:
During positioning of a 26mm sapien 3 valve in the pulmonic position, there was difficulty crossing the palmaz-schatz stent with the delivery system and valve. The valve was advanced with an antegrade orientation, but was catching on the stent. After much manipulation, including adding approximately 2cc of contrast into the delivery balloon to help change the orientation of the ds nose cone, the valve was able to cross. During valve deployment, the delivery system balloon would not inflate and a rupture was noted. The delivery system, valve, and sheath were removed as a unit, and new devices were used to successfully deploy the valve. There was no consequence to the patient. Upon inspection of the devices, two small pinholes were found in the balloon. The interaction with the stent was considered a possible cause for the pinholes.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, functional and dimensional analysis could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. It was reported there was difficulty crossing the stent with the delivery system and valve, the balloon was unable to be inflated once it was in position and two small pinholes were found in the balloon upon inspection. The balloon interacting with the stent during advancement of the delivery system through the stent possibly damaged the balloon and caused the two small pinholes found in the balloon. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. A definitive root cause could not be determined, however, available information supports that patient and procedural factors may have contributed to the event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(6) 2016 revealed that occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive actions are required.